Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding pain. There have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Additional devices listed in this event: catalog: 6021-4535, description: accolade (127 deg) size 4.5 accolade (127 deg) size, 4.5 lot: 37735004. Catalog: 6260-9-236, description: v40 cocr lfit head 36mm/+5 sho, lot: mkn6v7. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience.

Event description:
It was reported that patient's right hip was revised due to pain (possible cause or contributor for pain not reported to rep). A stryker stem, metal head, and liner were revised to a competitor stem and head with a stryker liner.